Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 0120008w, #0098068w and # 0103478w. Manufacture date for lot 0120008w is 10/04/2010; manufacture date for lot 0103478w is 6/22/2010; manufacture date for lot 0098068w is 5/21/2010. Implant locations within the construct are unknown. Mas saddle threads do not show evidence of cross threading. Optical examination of mas crown/rod interface witness marks suggest approximately symmetrical loading of the rods within three of the four saddles. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The implants appear to be capable of performing their intended function.

Event description:
It was reported that the patient underwent a posterior spinal fusion to treat l5-s1 lytic spondylolisthesis causing severe foraminal stenosis. At the routine 6 week follow-up visit, it was noted that two screws had backed out. The patient did not report any trauma. 53 days post-op, the patient underwent a revision surgery.